Event description:
A recurrent problem has been occurring with the silicone tip covering the scissors and bovie of the da vinci robotic surgery instrument whereby holes develop in the tip cover at the flexible joint of the instrument. This requires replacement of the tip cover one or more times during surgery. The bovie can fire through this hole, potentially burning blood vessel or bowel.